Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 04:00 am, the cgm alerted with a glucose reading of 43 mg/dl, which displayed as ¿low.¿ in response, the parent administered a starburst candy. The cgm reading rose to 63 mg/dl, and the parent returned to sleep. At approximately 06:00 am, another low glucose alert occurred, with the cgm again displaying ¿low.¿ the parent administered an additional starburst candy, after which the cgm reading increased to 57 mg/dl. The patient then ate a carbohydrate-containing breakfast and proceeded to school. No confirmatory fingerstick bg measurement was performed at that time. At approximately 08:00 am, due to concerns regarding the reliability of the cgm readings, the parent contacted the patient¿s school and requested a fingerstick glucose measurement. At that time, the cgm displayed a glucose value of 83 mg/dl, while the fingerstick bg measurement was 563 mg/dl. The school contacted emergency medical services. Upon arrival, paramedics obtained a fingerstick bg measurement, which was reported to be in the 300 mg/dl range. The parent arrived at the school at approximately 09:00 am and observed the patient to be pale, with bluish lips, lethargic, unresponsive, and experiencing vomiting. The parent administered 7 units of insulin via injection at the school. The patient was transported to the hospital by ambulance. At the hospital, a fingerstick bg measurement of 532 mg/dl was recorded. The cgm sensor was removed. The patient was suspected to be experiencing diabetic ketoacidosis (dka) and was treated with intravenous insulin (5 units) and fluids. The patient was discharged after approximately 4-5 hours. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.